Event description:
It was reported that while the surgeon was using the instrument the round top of the instrument fractured. The surgeon was able to remove the fractured piece from the patient and no foreign body was retained. There was no harm to the patient.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00249003200, impaction head; lot#: 65346042. G2: foreign: south africa. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.